Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient fell and suffered a subdural hematoma. After experiencing the fall, an out of regulation (oor) error message was displayed on the patient programmer. The patient was recovering in a rehabilitation facility after the subdural hematoma. Impedances were checked and they were measured to be within normal range. The cause of the fall was not determined. No interventions were planned and the patient was going to meet with their health care provider (hcp). It was unknown if the issue was resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported no actions were taken. The implantable neurostimulator (ins) had normal impedance measurements and the patient had recovered from the subdural hematoma.

Manufacturer narrative:
Analysis of the ins (B)(4) activa pc neurostimulator s/n (B)(4) found insignificant anomalies. The ins experienced normal battery end of life, with the telemetry and output okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.